Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was in 50 mg/dl at the time of incident. Customer stated when blood glucose was low, the insulin pump kept giving her a bolus. Customer was explained how auto mode works and how the micro boluses should decrease in amount. It was unknown whether customer was using auto mode feature at time of low blood glucose event or not. The insulin pump and reservoir will not be returned for analysis. Ozp-mmt-7020-snsr, unomed inf set.